Event description:
The facility reported that the "open" and "channel select" buttons are bad on channel "a." It is unknown when this event occurred. There was no pt injury or medical intervention associated with this event. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details becomes available. This report represents all info known by the reporter at this time.